Event description:
It has been reported that prior to intubating the patient with the emg tube for a "thyroid cancer radical surgery", both the tube and cuff were checked for functionality; no issues were identified. During the procedure the patient became apneic and was unable to be ventilated. The issue persisted for 10 minutes, after which the patient required ¿rescue¿; they are currently in a vegetative state.

Manufacturer narrative:
Medical safety review states that it is unclear as to what occurred to cause a blockage of the patient¿s airway, and the facility has discarded the tube, analysis of the device will not be possible; however, a blocked emg tube and the severity of harm reported are known and labeled per IFU m726750c793 a, which provides the following information: do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Inflation of the cuff by ¿feel¿ alone, or by using a measured amount of air is not recommended since resistance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cm h2 o. Carroll and greenvik recommend maintaining a seal pressure at or below 25 cm h2 o (carroll, r.g., and greenvik, a.: ¿proper use of large diameter, large residual cuffs.¿ critical care medicine vol. 1, no. 3: 153-154, 1973). Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Minimal occluding volume or minimum leak techniques should be used in conjunction with an intracuff pressure measuring device in selecting the sealing pressure. Cuff pressure should continue to be monitored thereafter, and any deviation from the selected seal pressure should be investigated and corrected immediately. Avoid insertion of a suction tube or stylet in a tube that has been distorted by biting or other forces. This may further damage the tube and block the airway. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation and/or tracheobronchial injury, which may be caused by: excessively bending the tube causing it to kink or retracting the tube which may cause it to crush. Placement in the right main bronchus (deep intubation) by confirming the correct positioning after intubation. A collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.